Event description:
Customer reported an issue with his tandem x2 pump, where two separate occasions occurred where a full reservoir only registered a fraction of the unit load, with the first instance reading 80 units and another reading 60 units despite being full. There was no adverse impact on the customer's blood glucose level. Technical support attempted to troubleshoot the problem but could not reach customer therefore a voice message to follow up and the case was closed.